Event description:
It was reported that the lead could not be inserted into the header block. The lead could not be fully inserted after many attempts to do so by the healthcare provider. No visible damage with the connector block was reported. Another device was opened and the lead was inserted correctly. The next day, it was stated that the lead insertion port may have been obstructed. It was further stated that implant was completed successfully with the other device. A week later it was reported that the device was an out of box failure. No injury was reported. It was stated that the patient recovered without sequela. No additional information was reported.

Manufacturer narrative:
Concomitant medical product: product ID: neu_wrench_acc, product type: accessory. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) found that the setscrew was backed out too far and forced into the tecothane. Small chips of tecothane material had been cut free by the setscrew. The setscrew was still engaged in setscrew block threads and tightened properly to lead during testing. A known good lead was fully inserted into the ins port. The ins output was tested at the distal end of the inserted lead. Stable output was observed on each program as received on an oscilloscope. Each circuit was tested in reference to the case electrode on an oscilloscope with good stable output observed. There were no issues when pressing on the ins can. Analysis of the wrench accessory found no anomalies. Eval result: wrench accessory.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.